Event description:
(B)(6) fitness gym (B)(6) tanning machine not up-kept on cleaning or maintenance of bulbs. The manager could not locate any maintenance history of the bulbs. There's extremely thick build up of dirt and dust outside of the bed and in the fans. They still include the tanning option to all the gym members. Health hazard and death hazard.